Event description:
It was reported before use, that when booting, the cardiosave intra-aortic balloon pump (iabp) unit can not be started and ac indicator light. There was no patient involved.

Event description:
It was reported that when booting, the cardiosave intra-aortic balloon pump (iabp) unit can not be started and ac indicator light. There was no personal injury reported.

Manufacturer narrative:
Block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g2, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and when it was turned on, it was found that it could not be started. It was found that the ac power cord pulled out of the cart was disconnected. Replace the power cord assembly of the reel. After the test, all functional parameters were normal, and it was delivered for clinical use. An investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received ac cord with a reported unit failure of the iabp not powering on due to the ac cord being pulled out. The fat performed a visual inspection and found the part to be damaged and the ac cord was ripped out from the reel. Fat was able to verify the reported issue of a damaged ac cord. Retaining the part in the failure analysis and testing department per procedure number.